Event description:
Post op craniotomy pt placed on ventilator in volume control with 5 cm h20 of peep. Approximately 10 minutes later anesthesiologist and surgeon noticed peep reading 24 and blood appearing in cranial drain tube. Surgeon feels that the increased peep caused elevated intercranial pressure, however the pt has since been weaned from the ventilator and has at this time suffered no apparent injury.